Event description:
It was reported that the longevity of the this cardiac resynchronization therapy defibrillator (crt-d) has changed. Boston scientific technical services (ts) discussed that the longevity change is related to the high output of both right ventricular (rv) lead and left ventricular (lv) lead. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the longevity of the this cardiac resynchronization therapy defibrillator (crt-d) has changed. Boston scientific technical services (ts) discussed that the longevity change is related to the high output of both right ventricular (rv) lead and left ventricular (lv) lead. This device remains in service. No adverse patient effects were reported.